Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not pumping. A revision surgery was performed, during which it was noted that the reservoir tubing was torsed, the fluid was not passing through, and the pump was staying flat. The physician cut out the connector, unscrewed the tubing, and made a new connection with no patient complications and no new device implanted.